Event description:
The nurse observed a drop in the pt's blood pressure, went to the bedside and found both channels had stopped pumping. Nurse observed that pump had switched from pump to controller mode and the rate on channel b had changed. Nurse tried to change rate using the titration arrow but found the keypad unresponsive. She also could not turn the unit off. The pump did not alarm.